Event description:
The customer contacted manufacturer with the complaint that their nerve monitor system "drops out intermittently." The unit had an issue stimulating, but could show emg just no stimulus activity. No patient injury was reported.

Manufacturer narrative:
No medwatch 3500a form was received from the reporter. Any missing or incomplete data on this form 3500a is the result of information not being provided or released by the reporter. Multiple attempts to obtain the required information were made, and the records of these attempts are documented in the complaint file. This product was being used for treatment, not diagnosis. Neither the device in question, applicable imaging films, nor medical records was returned to the manufacturer for evaluation. Report inconclusive. No evaluation was performed, as the device was not returned. If the device is returned in the future, product analysis may be performed. The device has not been returned since initial distribution. The information reasonably suggests that a device in question has malfunctioned as defined by the FDA and a review of the complaint history indicates that this product issue has resulted in an adverse event in the past and therefore is likely to cause or contribute serious injury if this event were to recur. Without serious injury or intervention we are filing this report as a product problem. The nim (nerve integrity monitor) system is a powerful, multi-functional neurovascular monitor designed for intraoperative and ICU applications. The system can be used to simultaneously monitor eeg, evoked potentials (ep) and spontaneous and triggered emg activity. It is designed to meet the highly demanding requirements for comprehensive neurological monitoring in the electrically hostile operating room and critical care environment. The system incorporates a graphical, point and shoot style, user interface to clearly identify and speed parameter selection. A/d conversion is performed in the digital preamplifier module, at the patient location, to minimize interference and improve isolation. High performance preamplifiers, combined with digital signal processing and statistical testing are used to insure high quality recorded data. The system incorporates multiple digital signal processors and microcontrollers to enhance product flexibility, response time, and patient safety. All patient connections are both software and hardware protected against faults. Patient data can be reviewed while monitoring is in progress. Data from two patients may be reviewed simultaneously. The (B)(4) digital preamplifier module (dpm), provides signal detection, amplification, montage selection, a/d conversion, anti-aliasing filtering, and digital signal preprocessing. Isolated digital data is routed to the controller, via a 20ft cable, for further processing. The dpm has inputs for remote electrodes and a pulse oximeter.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.